Manufacturer narrative:
No device malfunction was alleged in the complaint. The device, smartvest clearway-hom was returned to electromed on 01-jul-2026 and evaluated. The device had 28.1 hours of use and passed qa testing. No abnormalities or evidence of malfunction were identified. No device problem was found. The smartvest clearway IFU states the device is intended to deliver hfcwo therapy to promote airway clearance and improve bronchial drainage when external chest manipulation is the physician's treatment of choice. The IFU also identifies relative contraindications requiring individualized physician assessment and careful consideration prior to prescription, including pulmonary edema associated with congestive heart failure and large pleural effusions. The patient reported fluid around the heart and lungs prior to therapy; however, available complaint information did not include medical records confirming device causation. Based on the investigation completed to date, electromed did not identify evidence that the device malfunctioned or caused/contributed to the reported hospitalization.

Event description:
The patient contacted electromed on (B)(6) 2026 after receiving a bill for the smartvest clearway and requested to discontinue therapy and return the device. The patient reported she was trained on the smartvest on (B)(6) 2026 and used therapy 1 approximately twice daily at 5, 7, and 9 hz with pressures of 30%, 25%, and 30%, respectively, for 5 minutes at each frequency. The patient reported that prior to initiating smartvest therapy she had fluid around her heart and lungs and was taking lasix 20 mg daily. The patient reported hospitalization on (B)(6) 2026 for four days due to worsening shortness of breath. During the hospitalization, the patient's lasix dose was increased as part of medical management, and the patient was discharged after four days. The patient expressed concern that smartvest therapy may have contributed to worsening of her condition and stated she no longer wished to continue treatment. Review of available complaint information indicates smartvest therapy was prescribed by the ordering physician following an evaluation on (B)(6) 2026. The patient reported she had not been seen by the ordering physician after smartvest was prescribed and planned to see another pulmonary physician. No device malfunction was alleged by the patient. The device was returned to electromed and evaluated; the device passed qa testing and no device problem was identified. Based on the information available to electromed, no device malfunction or device performance issue was confirmed.